Manufacturer narrative:
The insulin pump passed the displacement test and basic occlusion test however, the pump was unable to prime during the prime test due to faulty force sensor resistor. Unable to perform the occlusion test and excessive no delivery test or verify motor error alarm due to prime/fill anomaly. The motor was tested outside to the device and passed. (B)(4).

Event description:
The customer reported via phone call that their device gave a low battery alert and they battery was changed. Then the device gave a motor error, customer entered the date and time but now every time they enter their blood glucose the screen goes blank. Report does not state whether the reservoir is able to lock into place. The customer¿s blood glucose level at the time of the incident is unknown. Customer was advice to disconnect from device and to refer to their health care provider¿s instructions. No further details or information available. The device was returned for analysis.